Manufacturer narrative:
The device was returned to olympus for inspection where it was confirmed due to damage on the channel tube, watertightness was lost. However, olympus was not able to confirm the customer reported failure of the black liquid released from the device. Based on the results of the investigation, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasonic bronchofibervideoscope released a black liquid and leaked. There were no reports of patient harm. Controls leak and release black liquid.